Event description:
It was reported that this implantable defibrillator exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were recommended. The product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable defibrillator exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were recommended. Subsequently, a revision procedure was performed the device system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable defibrillator exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were recommended. Subsequently, a revision procedure was performed the device system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Only the proximal segment of the lead was returned to boston scientific of post market assurance laboratory, having been severed from the terminal end. Visual inspection revealed no abnormalities, typical surgery-related damage is noted but is not considered abnormal. Subsequent testing, performed on the segment of lead returned, did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.